Event description:
It was reported that during this cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure the shock lead impedance (sli) was unstable with low and high values, but always within parameters. The lead was unplugged and plugged back in, but the variability was still present. Technical services (ts) suggested to make sure all electromagnetic interference (emi) sources were unplugged. Once the plasma blade and the grounding pad were unplugged, sli values became stable, and the procedure was completed successfully. No additional adverse patient effects were reported.